Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg.